Event description:
Patient reported the aligners has harmed their bite. They were seen by a local orthodontist and was informed that they are not fit for the clear aligner treatment base on them having previous implants. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.